Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller stated pt does not have externals and has not charged in over a year. Agent reviewed suspected overdishcarge. Pt needs head scan related to a [unrelated] brain tumor. On 2024-oct-09 caller reported patient indicated the ins is at eos. Caller have no further information. Caller wanted to know if we have records of when the ins was eos. Reviewed ins longevity. Redirected caller to patient's hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.